Event description:
The implantable neurostimulator was returned to the MFR with no return paperwork. The manufacturer's device tracking system indicated that the pt expired. The physician listed in the manufacturer's device tracking system for the pt was contacted to try and obtain cause of death and device relationship. The health care professional stated the pt had not been seen since 2002, so they did not know the cause of death.

Manufacturer narrative:
The stimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.